Event description:
A report was received stating that the pt had trouble breathing during use of a suction catheter. No permanent adverse effects to pt reported.

Manufacturer narrative:
Device evaluation: one used custom tracheostomy tube was returned for investigation. Visual inspection revealed no faults, damages, or issues with the returned device. During functional testing, the cuff was inflated with 15cc of air and submerged in water to inspect for leaks; none were found. The cuffs was evacuated of air to collapse the cuff (as directed in the instructions for use). The cuff remained collapsed as intended. A review of the device history records revealed no non-conformities during manufacturing. No fault was found with the returned device.

Manufacturer narrative:
The device is currently being evaluated the MFR will file a f/u report detailing the results of the eval once it is completed.